Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the probe's actuation failed and air started to come out from the opening immediately after the beginning of use during a vitrectomy procedure. It was observed that the air tube of the bottle connecting spike was almost detached. The status of the aspiration function was not known. The product was replaced with another one and the procedure was completed. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of an actuation failure at the beginning of the probe being used along with air coming out of the opening. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint for the reported issue. The probe complaint sample was visually inspected and deemed nonconforming. Foreign material was present at the port opening. Aspiration testing was performed and deemed conforming. No air bubbles were observed during testing. Actuation testing was performed and was deemed nonconforming. The inner cutter did not fully close in the port. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks were present at the bent area, the cutting edge and on the front section of the inner cutter. The actuation test was performed again after the probe was disassembled and the test was then deemed conforming. The complaint evaluation does not confirm air coming out from the opening. Aspiration testing was conforming and no bubbles were observed during the testing. The complaint evaluation does confirm the probe did not actuate in the condition the sample was received, with the inner cutter not being able to close completely in the port opening. The root cause for the probe not actuating appears to be from interference between the inner cutter and the outer needle that occurred during its approximately 30 minutes of the probe use. Foreign material, as observed around the port opening from its use, could also contribute to the interference between components. The probe actuation testing was deemed conforming when the probe was disassembled and the interference between the cutter and its outer needle was eliminated. This probe had seen 30 minutes of surgical use, so the probe did actuate properly during its initial use. The cut was also nonfunctional from the long surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for only one procedure. No specific action with regard to the complaint issue was taken as the reason for the complaint issue appears to be from the user handling as the probe did initially actuate and was used without any performance issues for approximately 30 minutes. All manufactured probes are 100% visually inspected and tested for actuation, aspiration, and cut during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).